Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the interface was defective. There was no patient impact.

Manufacturer narrative:
Analysis found no fault with the interface. The device was received in a good condition. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.